Event description:
Jelco IV catheter was inserted into pt. When intra-catheter needle was withdrawn, it was noted to have sheared the plastic in half. IV was discontinued. No adverse outcome to the pt. Entire catheter intact upon removal.